Manufacturer narrative:
Rework all stock in warehouse, no defective production was found. Responsible person: (B)(4), date: (B)(4) 2015. Make impact test on the spokes, make sure wheel pass the test. Responsible person: (B)(4), date: (B)(4) 2015. Strictly control the quality of production from injection molding workshop, make sure the wheel meet the material requirement. Responsible person: (B)(4), date: (B)(4) 2015.

Event description:
Per dealer the wheel has a broken spoke.